Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 453 mg/dl. Customer stated that he tried to bolus with the pump. The bolus gave a no delivery alarm and it was followed by a motor error. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer has not changed the tubing since he got the alarm. Customer went to bed with a blood glucose level of 276 mg/dl and gave a bolus of 4.1 units. Customer woke up at 500 mg/dl this morning. Customer's blood glucose level went over 600 mg/dl in the afternoon. Customer declined troubleshooting for the no delivery alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.